Event description:
On (B)(6) 2007, the pt was implanted with a gore excluder aaa endoprosthesis to repair an infrarenal abdominal aortic aneurysm. Post-operative films revealed that the diameter of the pt's aneurismal sac increased. The physician will continue to monitor the pt.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.